Event description:
In late 2007, a customer contacted baxter technical service to report that the pt line became loose from the exit site. At the time of the initial call, the service rep advised the home pt to seek medical attention. A follow up with the home pt's nurse on nineteen days later, revealed that the pt line became separated from the transfer set. She stated at the time of the event, the home pt reported to the ER where the transfer set was replaced, and the home pt was administered prophylactic antibiotics. The nurse reported there was no pt injury or medical intervention associated with this report, and the home pt has been fine since this report.